Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging and communicating with the implantable pulse generator (ipg) following a paddle lead revision reported in manufacturer report number 3006630150-2023-03654. The patient was re-educated on charging and the remote control was reset however the patient continued to have difficulty charging and communicating. X-rays were performed and it looked like the ipg was protruding at an angle. The patient underwent an ipg replacement procedure. The physician believes that the use of monopolar surgical equipment and a plasma blade during the previous paddle lead revision may have damaged the ipg. Additional information was received indicating that the date of event was 03may2023.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging and communicating with the implantable pulse generator (ipg) following a paddle lead revision reported in manufacturer report number 3006630150-2023-03654. The patient was re-educated on charging and the remote control was reset however the patient continued to have difficulty charging and communicating. X-rays were performed and it looked like the ipg was protruding at an angle. The patient underwent an ipg replacement procedure. The physician believes that the use of monopolar surgical equipment and a plasma blade during the previous paddle lead revision may have damaged the ipg.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging and communicating with the implantable pulse generator (ipg) following a paddle lead revision reported in manufacturer report number 3006630150-2023-03654. The patient was re-educated on charging and the remote control was reset however the patient continued to have difficulty charging and communicating. X-rays were performed and it looked like the ipg was protruding at an angle. The patient underwent an ipg replacement procedure. The physician believes that the use of monopolar surgical equipment and a plasma blade during the previous paddle lead revision may have damaged the ipg. Additional information was received indicating that the date of event was (B)(6) 2023.

Manufacturer narrative:
Analysis of the returned ipg revealed that it was unable to be recharged after three four-hour charge cycles. It was cut open and the device exhibited high sleep current. Electrical testing revealed a low vh resistance measurement, which indicates an electrical short within the application-specific integrated circuit (asic). The damaged asic resulted in the premature battery depletion post paddle lead revision. This type of damage is typically caused when the ipg is exposed to high voltage transients, high current sources, and high radio frequency (rf) energy. The physician noted the use of a plasmablade which can damage the ipg. Exposure to electrocautery or plasmablade can cause this type of damage, thus, unintended use error caused or contributed to the event.